Manufacturer narrative:
(B)(4). At this time, no additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Additional information was received that this rv lead had dislodged as a result of the patient exhibiting twiddler's syndrome behavior. The rv lead was explanted. No additional adverse patient effects were reported. There were no allegations against the functionality of the lead or that this issue was related to the initial failed testing.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a review of manufacturing test records for endotak reliance leads revealed a suspected test data recording error. Specifically, some test results were recorded as ¿failed¿ without any other indication of failure. The error was not detected prior to the leads being placed into the distribution channel. As a precautionary measure, boston scientific is retrieving the leads within our control; however, information was received that this right ventricular (rv) lead had been implanted. It is believed that this lead yielded normal test results, but those results were not properly documented. Boston scientific will be conducting a conference call with the physician to explain the error and provide further information that all available evidence supports that the implanted rv lead had normal test results. It will also be communicated that the other affected leads that were returned and analyzed were all found to have met specification. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains implanted and in service and no other issues have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and there was a setscrew mark in the appropriate location on the lead¿s terminal pin. The helix was retracted and there was tissue entwined on the helix was well as blood in the helix housing. After removing the dried body fluid and tissue, the helix mechanism was fully functional. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip and helix found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.